Event description:
A caller reported an issue with the responsiveness of the touchscreen, stating that the pump screen required several taps or took longer than expected to respond. There was no adverse impact on the customer's blood glucose level. The customer continued to use current pump.